Event description:
Patient bed in room has a motor malfunction. Motor constantly running and revving (sounds like a jet airplane taking off) in a cyclical pattern. Very noisy and distracting to patient. Attempted to unplug and reset the bed with transient improvement. Bed issue is being addressed by bio med department.